Event description:
New information received indicates that loss of capture and dislodgment due to twiddler's syndrome were noted on both right ventricle (rv) and right atrial (ra) leads. X-ray confirmed the dislodgment of both leads. The patient was stable before, during, after the procedure.

Manufacturer narrative:
Visual and x-ray examination of the lead found the helix bent, damaged, and covered with blood / tissue. The helix mechanism test could not be performed due to the helix damaged as received. Electrical testing did not find any indication of conductor fractures or internal shorts. The damaged found is consistent with procedural damage.

Manufacturer narrative:
Further information was requested but not yet received.

Event description:
It was reported that the patient's right ventricle (rv) and right atrial (ra) leads were explanted and replaced with new leads. Further information was requested but not yet received.